Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x12mm nc trek dilatation catheter, referenced is filed under a separate medwatch report number.

Event description:
It was reported that during a revascularization of the mid left anterior descending coronary artery (lad), pre-dilatation was performed with a 3.0x12mm nc trek. After pre-dilatation, st elevations were noted. Angiography revealed the lad was completely occluded and a dissection occurred. The intended 3.0x28mm xience alpine was immediately deployed. Post-implantation, it was noted the previous dissection had propagated further down the vessel. Two xience alpine stents were implanted to successfully treat the spiral dissection. The patient was released home the next day. No additional information was provided.